Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases.

Event description:
Company representative reported "partial shell tear was found" with a tissue expander. Patient contact was not made. Surgery was completed with a backup device.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: device appeared to have vulcanization mark in the internal part of the shell. A leak test was performed which did not identify any openings on the device. Microscopic analysis was performed which identified a vulcanization mark, it was cataloged as workmanship due to vulcanization mark. A further investigation was requested due to the workmanship found during the device analysis. The review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with allergan medical¿s procedures, and no anomalies were found in the personnel training related to the reported event. According to the device analysis performed in the laboratory, a vulcanization mark was found on the inner surface which is related to the reported complaint. The issue with vulcanization mark will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Company representative reported "partial shell tear was found" with a tissue expander. Patient contact was not made. Surgery was completed with a backup device.